Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to correct initial notification date to june 30, 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
This follow-up report is being filed to correct product identification to an unknown hip and relay revision procedure date, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The modular head and liner were removed and replaced.